Manufacturer narrative:
Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set experienced connection issues at the inlet valve port which resulted in a leak. The customer felt the valve ports would not quite fit over the valve actuator and would result in the valve port disconnecting from the amino acid fluid flow path during operation. This event occurred at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between march 25, 2021 to march 26, 2021. The device was received for evaluation. Unaided eye visual inspection was performed and showed the silicone tubing was received detached from the valve body outlet port. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.